Manufacturer narrative:
Due to character limitation (e1), (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the use the cardiosave intra-aortic balloon pump (iabp) had the compressor is unable to provide normal pressure, with a maximum positive pressure not exceeding 400mmhg, resulting in severe performance degradation of the compressor. After installation, the performance does not meet the standards, there is abnormal noise from the accessories, and the pressure is insufficient. There was no harm reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The incident was determined to be a duplicate report to complaint (B)(4) (authority ref (B)(4).

Event description:
Na.